Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I had terrible pain'), device dislocation ('nobody could find the right coil/other coil that should be on the right side was nowhere') and appendicectomy ('my appendix removed') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("had my period for longer than a woman should have it."), endometriosis ("I have endometriosis now") and emotional disorder ("serious mental and emotional trauma") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (one coil removed by salpingectomy). At the time of the report, the pelvic pain, device dislocation, appendicectomy, heavy menstrual bleeding, endometriosis and emotional disorder outcome was unknown. The reporter considered appendicectomy, device dislocation, emotional disorder, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: I got it removed like one coil removed but we don't know where the other one was. The surgery was last monday, the (B)(6) of this year (B)(6) 2021). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I had terrible pain'), device dislocation ('nobody could find the right coil/ other coil that should be on the right side was nowhere') and appendicectomy ('my appendix removed') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("had my period for longer than a woman should have it."), endometriosis ("I have endometriosis now") and emotional disorder ("serious mental and emotional trauma") and underwent appendicectomy (seriousness criterion medically significant). At the time of the report, the pelvic pain, device dislocation, heavy menstrual bleeding, appendicectomy, endometriosis and emotional disorder outcome was unknown. The reporter considered appendicectomy, device dislocation, emotional disorder, endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: I got it removed like one coil removed but we don't know where the other one was. The surgery was last monday, the (B)(6) of this year ((B)(6) 2021). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.